Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in catheter was damaged. The following information was provided by the initial reporter: this is a report about a damaged catheter. According to the customer's report, the hcp found a burr (damage) on the catheter before use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D.10. Returned to manufacturer on: 3/15/2021 h.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one retracted unit with traces of media present in the flashback chamber and seven photos. Upon inspection of the photos and the returned unit, no abnormalities or damage to the components were observed. Microscopic examination of the needle and catheter tips revealed no damage, burrs, or other defects; therefore, both were found to be acceptable. There was no evidence to confirm and support a manufacturing process related issue for the defect stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in catheter was damaged. The following information was provided by the initial reporter: this is a report about a damaged catheter. According to the customer's report, the hcp found a burr (damage) on the catheter before use.